Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was offline and the screen was completely black. The technical support specialist (tss) advised the user to use the power switch located under the monitor and confirmed that the cabinet was powered on. Tss then remoted into the system and launched the application and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user informed that the cabinet was offline and when they entered the room to perform a medication issue, the screen was completely black. The customer confirmed that all cables were plugged properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.